Manufacturer narrative:
Additional manufacturer narrative the device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that eleven (11) years, two (2) months post-implantation of this 21mm bioprosthetic aortic heart valve, a 23mm transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. There were no reported complications and the patient was listed as stable, post-operatively.